Event description:
Prior operations: c5-6 anterior fusion, l5-s1 "pro-disc" replacement, right shoulder rotor cuff repair. After surviving the above along with some other minor scrapes, I was told I needed an operation for a total hip replacement. During the operation the anesthesiologists missed my spine two times before finally being able to insert epidural anesthetic. After the operation wherein a depuy pinnacle altrx neutral liner 32x52 was installed along with three screws to "augment fixation". I have been in constant therapy since the operation and had to seek a neurologist who recommended a pain mgmt specialist, because of an emg report. I now have to undergo epidural steroid injections to my spine. I have also developed an descending aorta aneurysm since the hip operation which is growing. Constant therapy twice a week until december when insurance refused treatment. Epidural steroid injections. One scheduled for (B)(6) remix-r-topical pain creme prescription, back brace and tens nit. Dates of use: (B)(6) 2012. Diagnosis or reason for use: dysplasia with a hypertrophic labrum and soe acetabular.